Event description:
Two pt samples with discrepant troponin t results. In 2007, pt 1, initial troponin t result 0.95 ng/ml. Same sample repeated twice gave results of less than 0.01 ng/ml each time. Three days latere, pt 2, initial troponin t result 0.07 ng/ml. Same sample repeated twice gave results of 0.045 and 0.46 ng/ml. The investigational unit did not verify the complaint. The field service representative replaced the s/r probe, s/r tubing, and the pinch tubings which resolved the issue.